Manufacturer narrative:
Data analysis was not performed since testing time exceeded three hours between the two readings. Per issue complaint, samples were performed within 8 hours of each other. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Functional test was performed on returned meter. Test results indicated that product deficiency was not established with returned meter. As of (B) (6) 2010, seven discrepant result complaints were reported for lot #220376 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.9, lab: 2.8.